Event description:
Boston scientific crm received information that the clinician stated she was unable to interrogate the device even after several troubleshooting steps. It was noted that six months ago, the device's battery status read at less than six months remaining. At the time of the call, the clinician did not have the patient name or serial number of the device. The boston scientific sales representative is attempting to obtain additional information.

Manufacturer narrative:
There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.